Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual review identified breakage at the base of the dynamic jaw; the location and amount of force required required is consistent with lateral bend stress overload.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that tip of the pituitary broke while surgeon was trying to remove disc. No patient complications were reported.